Manufacturer narrative:
Sensory medical recommended follow up actions to the family, including to no longer use the tech hub until it is repaired or replaced and to instead use the cubby bed configuration without the tech hub. Sensory medical is sending replacements needed for damaged parts. Sensory medical also recommended that, if the family continues use of the tech hub, it should ensure screws are fully tightened regularly as per the instructions for use.

Event description:
The child shook the bottom two screws of the tech hub out of place after repeated forceful headbanging of the unit. With the screws out of place, the child was able to pull the front plate of the tech hub forward and got his head stuck. The child's mother freed the child after several minutes. Per discussions with the mother, it is suspected the screws were not fully tightened as per the instructions for use. The instructions state on page 10, "close up the case with the 5 black thumbscrews" and state on page 19 in the electronics maintenance, confirm that the "black screws are tightened on the back of the technology hub." The child's mother stated that she is checking is now checking the screws daily to make sure that they are fully tightened. The investigation is ongoing. The company will provide a follow up report if new information received, and/or the completion of the investigation, impacts the findings to date.